Manufacturer narrative:
Corrected information: initially the code clinical code 4607 - pt- hospitalization was added to the complaint file, however the code is not applicable and it was removed since the patient did not have a overnight stay at the hospital. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as jun 28, 2010, however the correct date is july 16, 2010. Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: there was no malfunction. An alarm triggered and presented the following errors [148-fluidics pack pressure error and 126-fluidics motor vent error].adjustments were made but no parts replaced. Probable cause: user settings/calibration [tube reattached]. A manufacturing deficiency was not identified, the system met all specifications. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during continuous curvilinear capsulorhexis the error code e148 appeared with the following message "cutting pressure is being applied" and the pump operation sound continued. After multiple restarts were performed, the pump sound stopped once and then error code e126 appeared. The surgery was halted midway, and the patient was transported to a hospital. On the same day, an emergency surgery was performed at the hospital to implant the intraocular lens without any problem. After surgery the patient visited the clinic without any problems and visual acuity was maintained at 1.0.